Event description:
Boston scientific received information that this patient¿s right ventricular lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. The cause of the impedance issue has not been determined. The patient¿s device was reprogrammed and the impedance measurements went back down into range. The patient will continue to be monitored and the rv lead continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.